Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was jammed and failed to open. Customer mentioned that the screen was displaying an orange image stating, "failed hardware". The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was jammed and would not open. The field service engineer (fse) remotely accessed the station and contacted the customer to assist with recovery steps. The field service engineer (fse) guided the customer to recover the drawer from the recovery storage space, after which the customer was able to open and close the drawer successfully, confirming restoration of normal functionality. The system functioned as intended after field service engineer investigated the issue.